Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) detected high out-of-range right atrial (ra) lead pacing impedances resulting in the lead safety switch (lss) to trigger. When the lss triggers the lead polarity automatically changes to unipolar which contributed to oversensing. Extensive troubleshooting was performed and there was no clear evidence of ra lead impairment. The lead polarity was reprogrammed back to bipolar. No adverse patient effects were reported. The device remains in service.